Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose of 22 mg/dl with confusion and cognitive impairment. During troubleshooting, customer support found no delivery issues with the pump. The patient feels that family members have been tampering with the pump. This complaint is being reported as the patient experienced hypoglycemia and there is allegation of pump misuse.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2015 with the following findings: unable to duplicate the complaint. No defect found. The black box shows on (B)(6) 2015 14:14 an auto off alarm was recorded; deliveries resumed at 15:20. The black box shows a replace cartridge alarm on (B)(6) 2015 14:41; deliveries resumed at 21:41. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No alarms occurred during 24 hr duration testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.